Event description:
It was reported that (1) mcm20 was used during a hernia procedure. It was reported by the affiliate that the clip would not feed. Opened another device to complete the case. There was no consequence to pt.